Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6 fr sheath. It was reported that during procoagulant delivery the balloon ruptured. The catheter was removed and manual compression was used to successfully seal the pt. Upon device examination the balloon was not present on the catheter. Pt's pulses were monitored, and no complications were reported.